Event description:
The end user facility contacted olympus to report a repair request for aspiration issues with a evis exera iii duodenovideoscope. During preliminary repair estimation of the subject device, the presence of foreign material in the channel/nozzle has been reported. This MDR is being submitted due to the reporting of foreign material. No patient or user harm has been reported.

Manufacturer narrative:
Preliminary repair estimation of the subject device also reported a clogged channel, a stressed/damaged nozzle, a damaged angulation control lock/knob, a gap in the a-rubber adhesive, and a cracked light guide lens. This investigation is ongoing and additional information has been requested regarding this event. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. An unidentified material was clogging the air water channel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. The root cause is likely attributed to the user due to insufficient reprocessing of the device. The suggested event is preventable and detectable by handling device as per the following IFU. - operation manual includes the detection way at chapter 3 preparation and inspection. - reprocessing manual includes the preventive measures at chapter 5 reprocessing the endoscope. In addition, the following non-reportable malfunctions were found during the device evaluation: annual maintenance of forceps raiser system. The adhesive of the bending section cover separated. The light guide lens cracked. The nozzle was deformed, likely resulting from customer trying to unclog the nozzle. The connecting tube was snaky. The lock on the up/down angulation knob was ineffective. Olympus will continue to monitor field performance for this device.